Event description:
Reporter alleged blood glucose measured 135 mg/dl at 5:35 pm back to back with a result of 296 mg/dl performed at 5:37 pm. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.